Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee femoral component catalog #: ni lot #: ni. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient information.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision of the articular surface due to infection post-operatively. Attempts have been made, however, no additional information is available.